Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of an ak 98 machine during the self-check process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site. Visual inspection of the machine showed a fluid leak which damaged the flow pump and front panel. No additional service information was provided. A service history review was performed and found that the device has been serviced within the last 24 months for a similar issue of leakage. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the leak was not determined. Should additional relevant information become available, a supplemental report will be submitted.